Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, an FDA maude notification was received via email. The american journal of sports medicine 2014; vol.42 no.5:1118. It was reported that patients with a non-locking 4-hole puddu plate developed delayed non-union with a rate of 13.7% (35-256). Aseptic non-union occurred with a rate of 3.4% (9/265) for patients with a non-locking 4-hole puddu plate. One patient had a breakage of the plate itself (non-locking 4- hole puddu plate) with collapse but ended up with union. Two other patients had a failure of the two distal cortical screws of the non-locking 4-hole puddu plate with collapse and non-union. They were revised. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is a patient-specific event, specifically the development of delayed nonunion and device breakage due to improper healing care. Possible causes of nonunion. Blood supply limitations and previous infections, which may retard healing. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.